Event description:
It was reported that the patient line would not prime during setup. The patient was connected during setup and noticed air in the patient line. The home patient (hp) stated she connected and noticed air in the patient line. The hp stated she never opened her transfer set and cycled the power. Hp stated the hc primed again, but the air is still in the pa line. The technical service representative (tsr) had the hp disconnect and assisted with getting the set out. Tsr explained the patient line will not prime if the hp is connected. The tsr explained to the hp that they will have to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error in which the patient was connected during setup before priming, had an unopened patient line clamp, cycled power and started over with the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in iipv, and warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for connecting the transfer set to the patient line. The guide provides step-by-step instructions for properly priming the disposable set, warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line, and instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. Users are not instructed to close the patient line clamp anytime during therapy unless for an emergency disconnect procedure. The guide instructs the user to leave any unused lines in the organizer with clamps closed, and informs the user to open clamps only on lines connected to solution bags to ensure proper priming. The guide states to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.  Should additional relevant information become available, a supplemental report will be submitted.